Event description:
It was reported to philips that the system was unable to completely boot up. No harm was reported to philips. The device was outside of clinical use at the time of the event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and confirmed that the system was not booting up. Upon troubleshooting, the fse found that the system did not boot up completely, which indicates the software issue. To resolve the issue, the fse reloaded the suite pc software, restored backup and checked the system function, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.